Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy effluent. It was also reported that the patient reused the minicap "for 15 days". The patient was hospitalized two days after peritonitis diagnosis. One day after hospitalization, the patient was treated with gentamicin (80mg, daily, intraperitoneal, for 3 days). Two days after admission, the patient was started on vancomycin (1gm, alternate days, intraperitoneal, ongoing). Three days after admission, the patient was started on meropenem (1gm, daily, intraperitoneal, ongoing) for the peritonitis event. At the time of this report, the patient was recovering. Peritoneal dialysis therapy was put on hold and the patient is not on dialysis therapy. It was reported that retraining on the proper aseptic technique was completed. No additional information is available.